Event description:
Implant failed, however there is not enough information to determine where the failure has occurred. (B)(6) 2022 14:24:52 cet (unseal) phone (B)(6). User:unseal received date of the return product:(B)(6) 2022.